Event description:
The patient lost 60 pounds and the implantable neurostimulator was loose and protruded in the pocket. The device turned and flipped. The patient felt pain when she touched around the implantable neurostimulator site. The patient felt shocking down her legs while lying down or walking. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.